Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient lost consciousness. The patient´s wife called 911 and the paramedics arrived to assist the patient and treated him with IV fluids. The patient regained consciousness after the paramedics arrived. At an unspecified time of the event the wife took the measurements and the cgm was reading 110 mg/dl and the blood glucose reading was 52 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.